Event description:
It was reported that the pump emitted multiple loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. The display screen was found to be misaligned and the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Contamination was observed on the force sensor assembly. Unrelated to the event the display was found to be dim, and the battery compartment was found to be cracked. (B)(4).